Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to lock in place. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a partially broken off piece at the reservoir tube lip, missing retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test since p-cap / reservoir will not lock properly due to missing retainer. There's a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The s/n label located between the belt clip rails is illegible. Finally, the thin plastic strip located above the lcd screen is missing.